Manufacturer narrative:
UDI: (B)(4). The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application. Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. It should be noted that the thv was deployed in the native pulmonic valve. Deployment of the sapien 3 valve in a native pulmonic valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the use of the transcatheter heart valve (thv). There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, incorrect sizing of the landing area, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The reported event per medical opinion was due to patient factors. The valve was deployed in the place the team initially wanted; however ¿their landing zone was too low.¿ as a result, a subsequent valve was implanted valve in valve to secure the first valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, a 23 mm sapien 3 valve was implanted in the pulmonic position via transannular patch. Post deployment the valve position was too ventricular as the "team placed the valve where they initially wanted it, their landing zone was too low." There was no central leak or paravalvular, but the valve was too low in the right ventricular outflow tract (rvot) and was unstable. Two stents were implanted in the s3 valve to secure its position and ¿stent it open¿ and then a second 23 mm sapien 3 valve was successfully implanted within the stents. The patient was in stable condition post procedure and was discharged home.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.